Event description:
It was reported that, per doctor (B)(6)'s office, this patient is experiencing difficulties with their hip implant and has had blood tests and MRI. Update: patient stated that both hips are experiencing "clicking and popping" and groin pain. Patient is experiencing difficulty lifting legs going upstairs. Patient is having difficulty standing to get out of the car and has to pop his hips back into place. Patient is scheduled for revision surgery on (B)(6) 2012 for right hip. Left hip will be revised approximately 8 weeks after right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.